Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced dry mouth, was tired, and had blurred vision. The cgm was displaying, "low" and the patient's boyfriend provided the patient juice. A fingerstick at home was taken and it was reportedly reading high. The patient was brought to the hospital by her boyfriend. When a fingerstick was taken at the hospital the cgm reading was low, and the blood glucose reading was 33.0 mmol/l. The patient was treated with intravenous insulin. It was not known how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was still not feeling well, but is was unknown if this was related to the hyperglycemic event, and it was understood the patient had recovered from the hyperglycemic event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.